Event description:
It was reported that the tip of the tapper is gapped. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. Visual and optical examination of instrument confirms tip of the tap is plastically deformed. The nature of the tip deformation is indicative of off-axis use of the tapping instrument with respect to guidewire. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.